Manufacturer narrative:
Updated fields: b4, d8, d9, e1 event site name, event city, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse replaced the cart bulk power supply , drive manifold assembly, and the power supply monitor pcb. The equipment passed all factory specified performance and safety indicator tests.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1 initial reporter, event site telephone g3, g6, h2, h6, h11. Corrected fields: b5 medical device ¿ problem code.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had helium display errors and balloon inflation failures occurred many times and failed to charge. There was patient involved and no harm reported.